Manufacturer narrative:
The instrument has not been returned to gyrus acmi for evaluation to date. Without the instrument returned, a full investigation cannot be completed.

Event description:
After endometrial ablation procedure, blistered, peeling skin noted on posterior aspect of vagina and vaginal canal.